Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data indicated no related alarms and no evidence of excessive battery usage. Cs 177 low battery warnings were observed due to normal battery wear. The battery compartment showed no damage or moisture ingress. During testing, the pump current draws were measured; the sleep current was found to be out of specifications. The pump case was opened and revealed a failure on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.